Manufacturer narrative:
Additional information was received that this right ventricular lead has been surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement, measuring greater than 2000 ohms. Isometric maneuvers were performed and unable to recreate the reported observations. In addition, it was noted that no noise was observed on the electrogram (egm)s and the patient is currently only pacing three percent in the rv. Subsequently, the device was reprogrammed and the plan is to continue to monitor the rv lead at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement, measuring greater than 2000 ohms. Isometric maneuvers were performed and unable to recreate the reported observations. In addition, it was noted that no noise was observed on the electrogram (egm)s and the patient is currently only pacing three percent in the rv. Subsequently, the device was reprogrammed and the plan is to continue to monitor the rv lead at this time. No adverse patient effects were reported.